Event description:
It was reported to philips that the device was unable to create images. The device was rebooted which did not resolve the issue. It was reported that the device was being used for treatment at the time of the event. There are no further details on the procedure or its continuation at this time. There was no patient harm reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. There was no patient impact. A philips service engineer inspected the system onsite and analyzed the log file. The service engineer confirmed that the root cause of the issue was a tripped breaker inside the generator cabinet. The service engineer reset the breaker, and the system was returned to use in good working order. It is advised in the instructions for use to perform a system verification test to ensure that the system is functional before use of any clinical procedure. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact grid was corrected.